Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post operative the patient had chest discomfort with shortness of breath and dizziness. They performed a stat echo and found that there was pericardial effusion and tamponade. Pericardial drain was performed and 200cc of blood was removed and all symptoms were resolved. The physician suspected the lead had perforated on the first atrial placement when they were trying to get acceptable parameters. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.